Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation report is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the tubing will not connect easily. The product collapses when trying to connect. The tubing will "blow off" the connector. New tubing was required. No patient injury or consequence.